Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead perforation occurred. High rv thresholds and diaphragmatic stimulation were also noted. During the rv lead revision procedure, it was discovered that the right atrial lead had dislodged and was consequently re-implanted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.